Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were "oily drops" near the bd plastipak¿ with bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there were "oily drops" near the bd plastipak¿ with bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: eight syringe samples belonging to lot number 1807353 were received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1807353 that could have contributed to the reported incident. Through visual inspection of the returned samples, no defects were observed. Silicone content testing is performed during the manufacturing process of each lot number. Based on the investigation results, a cause for the reported incident could not be determined. Complaints received for this device and defect will be monitored by our quality team for emerging trends.